Event description:
It was reported that an ilet user experienced an overnight hypoglycemic episode confirmed at 47¿51 mg/dl after announcing a late-night dinner as ¿usual for me¿ and then ¿less than¿ treated with 15 g of juice, followed by hyperglycemia peaking at 309 mg/dl. The device reduced or suspended insulin appropriately during rapid glucose decline. It was noted that the user does not consistently announce meals and has gastroparesis, and the medical device problem was characterized as improper or incorrect procedure with involvement of the user interface. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified, consistent with meal announcement and carbohydrate treatment behavior. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Correction made to b3.